Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to an embolic event. On (B)(6) 2017, the patient had a rising lactate dehydrogenase (ldh) and a splenic infarction. It was reported that the plan was to transplant the patient before considering a pump exchange. No further information was provided.

Manufacturer narrative:
(B)(6). It was reported that the pump would not be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient remained on lvad support without further issues until ultimately receiving a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported events could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.